Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml saline fill experienced foreign matter in the device cannula/needle/syringe or any fluid path component. The product defect was noted during use. The following information was provided by the initial reporter: at 12:00, on the 17th feb, 2020, the nurse on duty found that there were 2 points of black impurities in the preflush catheter irrigator when she placed the intravenous indwelling needle sealing catheter for 10 beds. She immediately replaced the new preflush catheter irrigator and explained to the patient that she had obtained understanding and no harm had been caused. After receiving the report, the department liaison officer shall take photos and collect evidence, urge and check whether similar events happen again with the same batch of pre-blanking catheter irrigator, report to the head nurse, fill in the report form of adverse events and report to the purchasing office.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the syringe 5ml saline fill experienced foreign matter in the device cannula/needle/syringe or any fluid path component. The product defect was noted during use. The following information was provided by the initial reporter: at 12:00, on the (B)(6) 2020, the nurse on duty found that there were 2 points of black impurities in the preflush catheter irrigator when she placed the intravenous indwelling needle sealing catheter for 10 beds. She immediately replaced the new preflush catheter irrigator and explained to the patient that she had obtained understanding and no harm had been caused. After receiving the report, the department liaison officer shall take photos and collect evidence, urge and check whether similar events happen again with the same batch of pre-blanking catheter irrigator, report to the head nurse, fill in the report form of adverse events and report to the purchasing office.